Manufacturer narrative:
Additional info provided to the MFR indicates that the pt's support was withdrawn 1 week post-implant. The device will not be returned to the MFR for evaluation as the pt's family declined to have the pump explanted. The vad coordinator reported that the cerebral swelling was questionably related to anoxic event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that during implant of the lvad, the pt also required a right ventricular assist device (rvad) and another device was placed on the right ventricle. It was also reported that post-operation. The pt's neuro-status was compromised and the pt did not awake. A CT scan showed cerebral edema (brain death).